Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a transvenous fistula using penumbra smart coils (smart coils), non-penumbra coils and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous, calcified and narrowed. During the procedure, the physician placed six smart coils and ten non-penumbra coils into the target location using the microcatheter. Next, a new smart coil would not advance at all from its initial position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using a new smart coil, three non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.